Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a brief loss of dexcom g7 signal to the ilet while glucose readings continued on the dexcom app, and the sensor was in the process of reconnecting and pairing to the ilet. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and education, confirmation that the sensor was paired to the ilet, and instruction to allow additional time for reconnection. Investigation of this case revealed a transient communication interruption between the cgm transmitter and the ilet without device damage or malfunction identified, consistent with intermittent signal loss that resolved with routine reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user environment or normal bluetooth communication variability.